Manufacturer narrative:
Visual examination of the unit revealed damage to the proximal edge of the stent. Some proximal stent struts were misaligned. The outer diameter of the widest section of the stent where the damage occurred was measured at approximately 1.29mm. This type of damage is consistent with the delivery system encountering some form of restriction. The tip of the device was slightly flared. Damage of this nature is consistent with guide wire movement while attempting to cross the lesion. The device was returned without the product mandrel and balloon / stent protector attached a review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications. The most probable root cause was attributed operational context due to the anatomical and or procedural factors encountered during the procedure.

Event description:
Event became reportable based on the device analysis completed in 2007. It was reported that during a percutaneous coronary interventional (pci) procedure, difficulty crossing the lesion was encountered. The severely calcified lesion was located in the moderately tortuous proximal to mid left anterior descending (lad) artery. Another manufacturer balloon catheter was advanced to treat the lesion but was unsuccessful due to severe calcification and intimal dissection occurred. Upon attempting to insert the taxus liberte 32mm x 2.75mm drug eluting stent system across the lesion, significant resistance was encountered and crossing was unsuccessful. The procedure was completed by another of the same device. No patient injuries or complications were reported as a result of the event. The patient's status was reported as "good. However, device analysis revealed a damaged stent.